Manufacturer narrative:
A manufacturing evaluation was completed: the product was returned in a packaging different from the original packaging. The laser etching was readable. Traces of utilization were visible at the blade. A device history record (DHR) review was performed for the affected lot, and all its subcomponents, no abnormalities or deviations were detected, which could lead to the complaint failure. All dimensions relevant for the function of the product were measured, and fulfill the specifications. Additional the raw material for all subcomponents was checked with the result, that the specified raw material was processed. Based on this the complaint is rated as not confirmed and not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted the blade may not have been fully locked. Per the technique guide, if the blade cannot be locked, it should be removed and a new blade implanted.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient slipped and fell at home. She was diagnosed with a proximal four-fragment femoral fracture. On (B)(6) 2016, a proximal femoral nail anti-rotation (pfna) was inserted but could not be advanced to the desired depth. The hole was widened and the nail could then be inserted without difficulty. It was noted during the procedure it was difficult to check the position of the spiral blade due to soft tissue overlap. The pfna was locked statically with a screw. It was reported post-operatively the blade migrated laterally through the nail and into the soft tissues requiring a revision procedure. The provided x-rays were reviewed by the manufacturer and it was noted that it could be confirmed the blade migrated laterally outside of the nail.

Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative device malfunction is unknown. Additional product codes for this report include hwc. (B)(4). Procedural dates (both implant and explant) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 23, 2016 - expiry date: february 1, 2026. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the locking mechanism on a proximal femoral nail antirotation (pfna) blade did not work even though it was locked. As a result, the patient was returned to the operating room for revision. No additional information pertaining to the procedural outcome or patient condition was provided. Concomitant devices reported: pfna nail (part 272.267s, lot 8839839, quantity: 1) and locking bolt (part 259.360, lot 9758635, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation: the returned devices are used, but functional with evidence of wear marks. If the blade is being unlocked prior to the attachment of the impactor, a successful locking cannot be guaranteed. The complaint situation could not be replicated and it cannot be determined if the blade was properly unlocked prior to the insertion. However, the functional test of the blade locking mechanism, using equivalent instruments, was found to be working properly. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.